Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022 -05564. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, resistance was noted when the delivery system and valve was introduced to the 1st esheath. The devices were removed and new devices were prepared. The valve was successfully deployed. There was no patient injury. Perclose came undone due to closure device failure. Per engineering evaluation, liner torn and liner strand was observed on the returned device.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The following were observed: sheath liner tear observed approximately 2.0'' in length. Strand observed on liner tear. Delivery system and valve stuck in sheath approximately 5.0'' from strain relief. Sheath tip unopened and liner unexpanded approximately 1.25'' from distal tip. Bent valve strut on valve inside sheath. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed. Inspection of the returned device showed no indication of a manufacturing non-conformance. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''resistance was noted when the delivery system and valve was introduced to the 1st sheath. The bent valve perforated the 1st sheath. The devices were removed and devices were prepared''. Evaluation of the returned devices show the delivery system and valve stuck inside the sheath. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Case notes report tortuosity was present in patient's access vessel. The presence of tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Per evaluation of returned device, the sheath liner was torn along the sheath shaft and one strand was observed along the tear. Through evaluation of returned devices, a bent valve strut was observed on the valve. It is possible that the valve likely caught onto the sheath and tore the liner. In such condition, attempts to further advance the delivery system, especially with excessive manipulation, can cause the valve to further tear the liner and damage the sheath as observed. As such, available information suggests that patient factors (tortuosity) and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.